Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Technical services (ts) reviewed device data and determined that the device was currently in suspension and the threshold would remain at the highest of the last seven days. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which reported that this right ventricular (rv) lead also exhibited high out of range shock lead impedance measurements measuring greater than 125 ohms. The plan is to change the upper rate limit to 150 ohms. At this time, the lead remains in service. No adverse patient effects were reported.